Event description:
The customer experienced intermittent occlusion, leading to blood glucose levels rising to 300 mg/dl. The customer has declined customer technical support follow-up. No further information regarding the outcome of the event was received.